Manufacturer narrative:
The customer does not provide specific batch information, and cannot confirm the true condition of the product or test the reserved sample. Customers buy through sunline, but sunline did not obtain ihealth's authorization to distribute ihealth products in the us. There is a risk of buying counterfeit products.

Event description:
Customer feedback: sunline supply, tested positive with ihealth, pcr followup within 2 days showed negative 3 individuals so far .